Event description:
Additional information reported that patient finished antibiotic therapy on (B)(6) 2019. On (B)(6) 2019, the patient reported that symptoms of infection are decreasing and the area where fluid was aspirated has healed.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient, therefore not available for evaluation. This type of event has been previously investigated. Reference document 88256. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital for worsening cellulitis along with increased redness, warmth and pain, limiting the ability to walk. The patient was started on vancomycin and zosyn. Hypotension proved transient and vasopressin was discontinued after only a few hours. CT revealed soft tissue edema with cellulitis and fluid collection around gastrocnemius along with knee effusion with possible gas. Clindamycin was briefly administered out of gas-forming organism. Gastric fluid aspirated on (B)(6) 2019 yielding 20 cc purulent return with pmns on gs. Bcx drawn on admission remained negative. The patient improved steadily on vancomycin and zosyn with dramatic improvement following gastric fluid aspiration. The patient was discharged with 7 days of doxycycline and augmentin to complete a total of 14 days antibiotic therapy. No additional information provided.